Event description:
The customer observed a falsely decreased alinity c calcium result for one patient. The following data was provided customer¿s reference range is 8.4-10.2 mg/dl: sample ID (B)(6)initial result, on (B)(6) 2022, was 5.0 mg/dl. The physician requested that the patient return to the emergency room to have their blood redrawn. The patient was redrawn and repeated, under the patient¿s name on (B)(6), and the result was 9.0 mg/dl. The original sample, sample ID (B)(6), was then repeated and the result was 9.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity c calcium results included a review of data provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Quality controls were in range at the time of the discrepant result, indicating the assay is performing as expected. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for alinity c calcium reagent lot number 11133un21, was identified.